Event description:
It was reported that the device experienced early battery depletion and unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant medical products: product ID: 693558, implantable tachy lead, implanted: (B)(6) 2011. Product ID: 383059, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).